Manufacturer narrative:
Available details indicated that during the preventive maintenance the field service engineer (fse) determined that the device's battery had expired, thus a replacement has been requested. The order for material (989803190371 - dfm100 lithium ion battery) has been processed to the customer and there was no malfunction reported by the customer. Based on the information available and results of additional analysis, no further action is necessary at this time. During the preventive maintenance the field service engineer (fse) determined that the device's battery had expired, thus a replacement has been requested. The order for material (989803190371 - dfm100 lithium ion battery) has been processed to the customer and there was no malfunction reported by the customer. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips remote service engineer (rse), field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a request for battery replacement for expired battery. Available details indicated that during the preventive maintenance the field service engineer (fse) determined that the device's battery had expired, thus a replacement has been requested. The order for material (989803190371 - dfm100 lithium ion battery) has been processed to the customer and there was no malfunction reported by the customer. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that battery is expired, and it's impossible to use the equipment in battery mode. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.